Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that since implant she feels like therapy is hitting the wrong nerve, she feels it in her back instead of her bladder and it's never done any good (not helping her) and that stimulation caused her pain and made her jittery, and she's even tried it turned down low. Patient also reviewed the dr took forever to hook it up and noted it was still on the wrong nerve. Patient was redirected to follow up w/ hcp for the following reason: to discuss any follow up or troubleshooting. No further complications were noted or anticipated.